Event description:
It was reported that an ambulatory infusion pump alarmed and stopped infusing during therapy and an error code 56 was displayed on the screen. Patient switched to back-up pump and continued therapy without incident.

Manufacturer narrative:
One cadd cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "beeping and showed an error message 56". Replaced cracked front and rear housings. Replaced keypad and overlay as part of the repair process. Calibrated device and reinstalled software.